Event description:
Caller reported damage to tandem wall adapter, which rendered the charging supplies non-functional. There was no reported adverse impact. A new wall adapter was sent to the customer.